Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Provide the specific number of patient events: 2. What is the total number of procedures? 3. Please clarify how many devices demonstrated the alleged deficiency on each involved patient event? 4. Any patient consequences? 5. Please clarify how many devices are available for retun 6. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, surgeons and nursing team requested to pull the remaining lots of 102tpm - 7-0 m8703 multipack sutures due to 2 prior incidents of sutures breaking on them. (Cardiac surgeons) there were no adverse consequences reported. Additional information was requested.